Event description:
It was reported that during a colectomy procedure, the distal end of the blade was cracked and an error occurred. Another device was used to complete the case. There was no adverse consequence to the patient.